Event description:
It was reported that this inflatable penile prosthesis (ipp) is exhibiting inflation issues due to a suspected fluid leakage. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was visually inspected and underwent leak testing. The reservoir had wear at a fold in the shell; however, it did pass leak testing. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at a fold in the distal end, middle, and proximal end. The first cylinder exhibited fluid leaks due to multiple small holes found in the middle and proximal end consistent with sharp instrument damage. All of the rear tip extenders passed the visual inspection as no visible damage nor abnormalities were found. The pump was visually inspected and underwent leak and functional testing. The pump kink resistant tubing (krt) was fatigued to filament. Both pump krt to the cylinders had a leak from fatigue at the pump strain relief junction. The pump krt to the reservoir was trimmed with window quick connector. In addition, the damaged tubing was removed before functional testing. The pump did not pass functional testing. Based on the information available and analysis results, the pump not passing functional testing could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Implant date: unknown, approximate date has been used.

Event description:
It was reported that this inflatable penile prosthesis (ipp) is exhibiting inflation issues due to a suspected fluid leakage. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) is exhibiting inflation issues due to a suspected fluid leakage. The device remains implanted, and a revision surgery has been scheduled. No patient complications were reported.